Manufacturer narrative:
Article citation: prepectoral breast reconstruction with tiloop® bra pocket: a single center prospective study. F. Lo torto, m. Marcasciano, j. Kaciulyte, u. Redi, l. Barellini, a. De luca, a. Perra, j. M. Frattaroli, e. Cavalieri, g. Di taranto, m. Greco and d. Casella. European review for medical and pharmacological sciences. Feb 2020; 24 (3): 991-999. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma".

Event description:
Literature review: "prepectoral breast reconstruction with tiloop® bra pocket: a single center prospective study" reported 2 patients experienced a "seroma." Treatment was provided in the form of aspirations. Side unknown. Device status unknown.